Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 15 events were reported for this quarter. Product return status: 15 devices were received for evaluation. Evaluation status: 10 events were confirmed during testing. 3 devices were found to be affected by corrosion. 7 devices were found to be affected by a lubrication problem. 2 events were not confirmed during testing; however: 1 device was found to be affected by corrosion. 2 events were not confirmed during testing; the device were found to be within specifications. 1 device evaluation is in progress. Additional information: 15 devices were not labeled for single-use. 15 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device reportedly overheated. 15 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 15 total events were initially reported. 2 previously reported events are included in this follow-up record. Product return status 2 devices were received.   Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by internal corrosion. 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by a lubrication problem.   Additional information 10 devices were not labeled for single-use. 10 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device reportedly overheated. 15 events had no patient involvement; no patient impact.